Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device conducted reprocessing in accordance with instructions for use. Based on the results of the investigation, it is likely that moisture remained near the forceps elevator, causing corrosion. It is likely that the glue was reduced by chemical stress during the device reprocessing, which led to generation of gap. The foreign material was unable to be identified and the root cause was unable to be determined. The foreign material can be prevented by following the instructions for use (IFU): 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the duodenovideoscope distal end had a gap with foreign material. There were no reports of patient harm.